Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that there was foreign material like rubber in the nozzle. It is possible that the event occurred due to clogging of foreign material in the nozzle. However, we could not specify the cause of the clogging. Elements and peaks characteristic of organic silicone were found. Organic silicone rubber material may be a chipped piece of rubber used in endoscope accessories (such as packing for a/w valve, tube used during cleaning, and tube for the water supply tank), but as its origin varies widely, it could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. Gif-h290 IFU operation manual ¿important information¿please read before use,¿ ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system,¿ and reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle exhibited foreign objects. There was no patient involvement.